Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver unspecified concentrations of doxorubicin, vincristine and etoposide. On (B)(6) 2011 at 1957, the delivery of medication was started, at a rate of 41.7 ml/hr, via a symbiq pump. It was reported that every hour during delivery, the pt's access site was checked for patency and flushed with an unspecified volume of normal saline using the distal clave y-site. On (B)(6) 2011 at 0115, during the hourly flush, a leak of solution was noted from the seam of the filter that is proximal to the distal clave y-site. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).